Event description:
Doctor was performing a left total shoulder and during the case it was discovered that the tip of the plastic yankauer suction had broken off. The surgeon, assistant and scrub tech searched for the missing pieces. A piece was located but it could not be verified that it was the complete suction tip. The surgeon was notified, as well as the or manager and risk manager.